Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd received 1 sample for investigation. The sample received is an a-line used syringe. No packaging was returned with the syringe. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd a-line¿ syringe w/o needle there was mix of product types in a pack. The following information was provided by the initial reporter. The customer stated: "this product is the luer lock syringe; however, the slip tip syringe got mixed in with this product."